Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. The country of occurrence was omitted in the initial report. The event occurred in the united states and the correction has been made in box e; of this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.